Event description:
Upon inspection of the returned device by the manufacturer, it was noted that the distal tip end (including the ro marker) of the catheter was detached and had not been returned with the device. The reported event did not indicate the intravascular ultrasound (ivus) catheter broke during the procedure nor did it indicate any clinical consequence to patient.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The device was returned, during visual analysis, bloodstain was observed on the tip and fluid was observed inside the device. No fluid was found inside the hub. The hub o-ring had shifted out of place and no kink was observed in the sheath assembly. The distal tip end of the catheter (approximately 1.4 cm which included the ro marker) was missing and had not been returned with the catheter. Examination of the separation site, revealed slight necking, stretched areas and areas of elongation, suggesting that the device had been pulled against resistance. Image characterization testing resulted in no image appearing on the system due to electrical open at distal, a design issue, which is not related to the stuck in stent event. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. A definitive conclusion for the tip detachment could not be determined a probable root cause of undeterminable was assigned.

Event description:
Upon inspection of the returned device by the manufacturer, it was noted that the distal tip end (including the ro marker) of the catheter was detached and had not been returned with the device. The reported event did not indicate the intravascular ultrasound (ivus) catheter broke during the procedure nor did it indicate any clinical consequence to patient.